Event description:
Opened the inner package and extracted the product, thousands of foreign materials like white powder has attached around the distal flute of the stem. Products was opened in sterile field and implanted.